Manufacturer narrative:
Internal reference: (B)(4). This case was reviewed and investigated according to the manufacturer's policy. An internal review of the case on 08-17-2017 found an entry error in the initial report no physical product investigation was possible as the device was discarded at the facility." The device was returned and the analysis information was included the initial report. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to the alleged death or deterioration in the state of the health of any person.

Event description:
This event is being reported to correct an entry error.

Manufacturer narrative:
Internal reference: (B)(4). This case was reviewed and investigated according to the manufacturer's policy. Attempts to obtain patient information was unsuccessful. Attempts to obtain the patient information were made via email and phone. No tests/laboratory data was available. No information was available. The implant or explant dates are not applicable to this device. No physical product investigation was possible as the device was discarded at the facility.

Event description:
This case was reviewed and investigated according to the manufacturer's policy. It was reported during a therapeutic peripheral procedure the manufacturer's catheter was used for evt (endovascular therapy). During crossing the lesion inside the body the image disappeared. Multiple readings were obtained successfully before the image was lost. Another device of same product was used to complete the procedure. There was no patient harm, no adverse events, and no additional intervention was required. Treatment was completed by the procedure and patient was discharged as expected in stable condition. The returned device was visually and microscopically inspected and evaluated in accordance with the manufacturer's policy. Decontamination noted the proximal adhesive and distal tip has scratches. The connector was damaged during the processing of the device. Post-decontamination visual and microscopic inspection indicated damage was observed. The connector cable was stretched and was torn 564 mm proximal to the luer or 635 mm from the proximal end. Additionally, there were scratches present along the distal tip, glue fillets, and scanner of the device. Lastly, the weld legs were uneven in alignment and the proximal fillet was torn with a portion of the fillet missing. The remaining functional testing could not be performed due to the damaged connector cable. Engineering assessed this device on 06/26/2017 and observed that the adhesive at the proximal fillet was indeed torn and a portion of that fillet on proximal end of scanner was missing. It could not be concluded if the tear on the fillet had occurred during the procedure. There was no evidence of any blood in the region where the fillet was missing nor any evidence of blood under the peeled fillet. The probable cause of the reported lost image failure is damage in use as evidenced by scratches along the device. Functional testing could not be performed on the device due to the separation of the connector cable. Furthermore, as the device was damaged during processing, it could not be determined what, if any, damage was present on fillets and scanner prior to decontamination. Strain, impact, and forces associated with use can affect the integrity of the device. It could not be determined when the observed tear on the proximal fillet (and missing adhesive) or the cause of the reported failure occurred. The probable cause of observed damage to the connector is damage during processing. The instructions for use (IFU) cautions to protect the electrical connections from exposure to fluid, protect the entire catheter from impact, excessive force and kink. Do not cut, crease, kink or otherwise damage the catheter. Prior to use, carefully inspect the scanner and catheter body for bends, kinks, or other damage and not use a damaged or suspected damaged catheter. During use, to activate the hydrophilic coating, we the catheter with normal sterile heparinized saline before each insertion. When inserting the catheter, both the guide catheter and guide wire must be straight with no bends or kinks, or damage to inner lumen may occur. Before and after each insertion, use normal sterile heparinized saline to remove blood, etc. On the surface and in the gw lumen of the catheter and from the gw. [Otherwise peripheral embolism may occur.] Do not use with drug-containing or petroleum-based contrast media containing organic solvents. Do not immerse or wipe the product with sterilizing alcohol or other fluids containing organic solvents. Risk of product damage, breakage or loss of lubricity. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. There were no nonconforming material reports or deviations noted that would contribute to the reported failure mode. This complaint will be monitored as part of complaint data analysis. This event is being reported because pieces of the fillet on the returned device were missing.